Event description:
User facility reported an unsuccessful cavity integrity assessment (cia) test during an attempted novasure procedure. The procedure was aborted and a uterine perforation was confirmed on post hysteroscopy. During follow-up in 2009, it was reported a laparoscopy was performed following the hysteroscopy three days prior. No treatment was needed for the peroration but the patient was admitted to the hospital and kept overnight. During follow-up the following month, the physician reported "there was a perforation at the fundus near the left cornu, and there was a partial perforation near the right cornu which had not breached the serosa" noted during the laparoscopy three weeks prior. A hysteroscopy, sounding and dilation of the cervix with a metal sound (not a hologic device) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sound an alarm warning of a possible perforation prior to treatment.